Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr results in comparison to the physician office inr results and the laboratory inr results. Results are as follows: date: (B)(6) 3013; inratio2 inr: 1.3; physician inr 2.7 (unk if finger stick or venous draw); (B)(6) 2013; 2.2; 5.2. The time between testing on (B)(6) 2013 is unk, however, tests were performed on the same day. Additionally, the customer reported difficulty obtaining the blood and taking longer than 15 sec to apply the sample. Time between testing on (B)(6) 2013 was two (2) hrs. Therapeutic target is 2.5 for the patient. There was no reported adverse patient sequela. There was no add'l info provided.